Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding loosening. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "cup revision for aseptic loosening. Cup osteotomes were needed to remove cup, then placed a [competitor] shell to replace the removed shell. New 36mm ceramic head and sleeve were fixed on stem".